Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter adverse events have occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: for several weeks now, many departments in our establishment (gastroenterology, neurology, covid department, internal medicine, etc.) Have been reporting an increase in the frequency of the appearance of venitis on peripheral venous catheters: very inflammatory, indurated and painful. Sometimes within a very short period of time ranging from 24 hours to 3 days. The devices concerned have not been preserved. The clinical consequences are the administration of anti-inflammatory drugs or other necessary management, as well as an additional cost.